Event description:
Subsequent to filing of the initial medwatch report, additional information was received. The sutures did not rupture [separate], the device issues for both proglide devices was resistance on removal of the plunger and a cuff miss. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. The reported resistance retracting the plunger could not be replicate in a testing environment as it resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number, expiration date h4: manufacturing date h6: device code 1562 removed.

Manufacturer narrative:
The additional proglide device referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger on the first and third proglide devices were removed, resistance was felt and the sutures ruptured, with both proglide devices. Two proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.